Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump may be over delivering insulin. Customer mentioned that blood glucose continued to drop even after meals. Customer¿s blood glucose was between 50 mg/dl and 60 mg/dl. Customer treated with sugar and bolus and then blood glucose would go high all night. Customer did not want to troubleshoot nor discuss further. Customer did not want to return insulin pump and wanted to wait for the new pump to be approved.